Manufacturer narrative:
Sample returned and investigated under pr (B)(4).. One sample (model #mp5301-c, lot #22089448) was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water, and attempted to be flushed. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the female luer tubing bonding. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5301-c lot number 22089448 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: we had another report of a mp5301-c today which wouldn¿t flush..